Event description:
A malfunction was reported on the pump by the customer, specifically indicated by malfunction code 3, and the issue was not resettable. There was no adverse impact on the customer's blood glucose level. As corrective action, customer technical support arranged to replace the pump, and the customer planned to use multiple daily injections as backup therapy. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.